Event description:
This lead was implanted on (B)(6) 2014 and still remains implanted at this time. It was noted on (B)(6) 2016 that the lead's intrinsic amplitude was out of range. The physician was dr. (B)(6) at (B)(6) hospital in skejby, denmark. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).